Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with doctor's point-of-care (poc) device and the lab. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 4.9, 5.3, 5.0. Pt's therapeutic range: 2.0-3.0 inr.